Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the device displays a speaker malfunction error message. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt conducted to confirm if there was still sound present was unsuccessful. Analysis was performed by the asp onsite, which included testing of the actual alleged device. The results of the analysis were the device speaker and main board were defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective main board and speaker assembly. The issue was resolved by replacing the defective parts.